Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract during use. The following information was provided by the initial reporter: "bd received an email from xxx on 03 may 2023 stating that one of their customers had incidents of insyte autoguard units which failed to retract the needle. Here is the wording from the document bd received: 1. Bd insyte autoguards needle may fail to retract into the safety sheath. One lot was identified as affected. 2. Staff may be exposed to bloodborne pathogens while trying to activate the safety mechanism or while disposing of the needle. The facility did the following: 1. An xxx member reports that several bd insyte autogaurds failed to retract the needle. All of the affected devices are from the same lot. 2. The facility removed the lot from service and contacted bd."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract during use. The following information was provided by the initial reporter: "bd received an email from xxx on (B)(6) 2023 stating that one of their customers had incidents of insyte autoguard units which failed to retract the needle. Here is the wording from the document bd received: bd insyte autoguards needle may fail to retract into the safety sheath. One lot was identified as affected. Staff may be exposed to bloodborne pathogens while trying to activate the safety mechanism or while disposing of the needle. The facility did the following: an xxx member reports that several bd insyte autogaurds failed to retract the needle. All of the affected devices are from the same lot. The facility removed the lot from service and contacted bd."